Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range impedance measurement for the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead. The medical personnel noted that the impedance measurement had been fluctuating for over a month. The medical personnel also noted low p-wave amplitude and possible ra undersensing. Boston scientific technical services (ts) was consulted and discussed that the lead is 14 years old and to bring the patient in for further evaluation. A revision procedure was performed a few weeks later where the ra lead was surgically abandoned and replaced. The ICD was explanted and the patient was upgraded to a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.